Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation there was an exit block at both ventricle leads. A chest x-ray revealed that the lead dislodged. The lead was explanted and replaced.